Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total hip replacement on (B)(6) 2018, and a barbed suture was used. During the procedure, the needle popped off the swaged end with little to no pressure when surgeon was suturing the incision closed. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.